Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: a result "between 100 mg/dl and 110 mg/dl", a result "between 130 mg/dl and 140 mg/dl", and a result as "high as 210 mg/dl". No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.